Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2004 and mesh was implanted. No clarifying information is provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with partial removal the old mesh due to stress urinary incontinence and prior erosion. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported patient underwent laparoscopic tah with revision and repair of eroded mesh on 6/13/08 for vaginal pain and erosion (B)(4).

Manufacturer narrative:
Date sent to FDA: 01/06/2017.